Event description:
This ICD was explanted as a result of the angeion initiated "field action" for possible premature battery depletion concerning all angeion manufactured lyra model ICD's. The battery voltage on this device fell within the range where angeion recommended explanation. Therefore, this device was explanted 2003. Note: this device was implanted and explanted outside of the united states.